Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies.

Event description:
It was reported when testing the radiolucent drive prior to surgery the drill cuts through the bone however when pressure is applied it occasionally slipped. The power became low and stopped spinning. There were no injuries or medical interventions reported for this event. This is report 1 of 1 for this event.